Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to infection. This lead was explanted. Implant, explant and event dates were not made available.